Event description:
It was reported that patients spinal cord stimulator leads were broken. No further information has obtained.

Manufacturer narrative:
Block d2b: pro code qrb. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).